Event description:
It was reported that this right ventricular (rv) lead exhibited high out-of-range shock impedances measuring 176 ohms. Rv pacing impedances and sensing are stable. Technical services discussed troubleshooting options. Additionally, it was noted there was a stored signal artifact monitoring (sam) episode due to noise that was being oversensed. Shock impedances at the time of the sam episode measured greater than 200 ohms. At this time, this lead remains in service. No adverse patient effects were reported.